Event description:
A repeat false positive advia centaur toxoplasma m (toxo m) result was obtained on a patient sample and considered discordant when compared to the negative toxoplasma m results from two alternate test methods. The positive test results did not agree with the customer's expectations and was not confirmed when retest was performed on two alternate test methods. There was no known report of patient treatment being altered or adverse health consequences due to the elevated toxo m assay result.

Manufacturer narrative:
The cause for the repeat reactive advia centaur toxo m patient result when compared to alternate toxo m test methods is unknown. The customer's quality control result were within the acceptable range limits. No conclusion can be drawn.the instruction for use (IFU) under the interpretation of results section states the following: "when interpreting results from the advia centaur toxoplasma m assay, use the following table:""anti-t. Gondii "anti-t. Gondiiigm result" igg result interpretation""positive" "positive" "the patient may or may not be acutely infected with t. Gondii. Obtain a new specimen for further testing. Since the igg antibodies to t. Gondii are positive, it appears the patient may be acutely infected with t. Gondii. The new specimen should be repeated with a different anti-t. Gondii igm assay. If the new specimen result is still positive for igm and igg antibodies to t. Gondii, the specimen should be sent to a reference laboratory with experience in the diagnosis of toxoplasmosis for further testing."